Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited oversensing of noise. The issue was resolved. No further information was available.